Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a procedure preventing the obstruction of a metal biliary prosthesis set up performed on (B)(6) 2017. According to the complainant, during the procedure, when the balloon was attempted to be removed, the distal tip of the catheter was found to be broken and detached inside the patient. A sphincterotome was advanced into the common bile duct after the initial obstruction. The tip was not removed and remained inside the patient¿s duodenum. It was also noted that the guidewire had difficulty advancing. The procedure was completed with another extractor pro rx balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the complaint device revealed that the distal tip of the device including the balloon was detached. It was also noted that the distal section of the shaft was damaged. Functional analysis was performed and noted that the guidewire was inserted into the device without resistance. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a procedure preventing the obstruction of a metal biliary prosthesis set up performed on (B)(6) 2017. According to the complainant, during the procedure, when the balloon was attempted to be removed, the distal tip of the catheter was found to be broken and detached inside the patient. A sphincterotome was advanced into the common bile duct after the initial obstruction. The tip was not removed and remained inside the patient¿s duodenum. It was also noted that the guidewire had difficulty advancing. The procedure was completed with another extractor pro rx balloon. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.